Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to press. Customers blood glucose level was 77 mg/dl. The whole button part of the insulin pump was distorted. Also the buttons were twisted out of shape. Customer was assisted in performing a self test. Customer states they did not see missing segments during the self test. Customer states that the self test was passed. Customer was assisted in performing high pressure test with a fill cannula of 5 units. Trouble shooting was performed for damage. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.